Event description:
A report was received that the patient had dura puncture during a revision procedure. Symptom of headache was noted. The patients dura puncture was repaired with epidural fibrin glue. The patient was doing well postoperatively.